Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope's image was blurry. The issue occurred after a diagnostic procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred by breakage of image sensor unit. However, we could not specify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after a diagnostic unspecified procedure and was completed with the same device.